Event description:
Allegedly, head was revised.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Attempts are being made to have the device returned for evaluation. This report will be amended when the investigation is complete. This event occurred in a foreign country.